Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of reservoir malfunction was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to pain, patient dissatisfaction and a malfunction of the reservoir. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to pain, patient dissatisfaction and a malfunction of the reservoir. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to pain, patient dissatisfaction and a malfunction of the reservoir. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.